Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 16mm promus premier¿ stent was advanced to the target lesion. The stent delivery system (sds) balloon was inflated however it ruptured on the initial inflation prior to stent deployment. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal edge of the crimped stent were damaged, distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon lumen was fully deflated when retrieved and did not appear to have received any positive pressure. Solidified media that resembles dried blood was evident on the inner face of the balloon wall chamber which suggests that the device was compromised during the procedure. The balloon could not be inflated as the severe damage caused to the mid-shaft prevented the inflation fluid travelling to the balloon chamber under pressure. The visual and tactile examination of the mid-shaft found damage proximal to the port bond skive. The mid-shaft appeared to have experienced excessive tensile forces exerted on it as the shaft had elongated around the device corewire. The local damage was also concentrated at the port bond skive and as a consequence the skive was damaged. During an attempt to inflate the device during the analysis, the inflation fluid leaked through the skive and tip of the device. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 16mm promus premier¿ stent was advanced to the target lesion. The stent delivery system (sds) balloon was inflated; however, it ruptured on the initial inflation prior to stent deployment. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.